Event description:
It was reported that during cleaning and sterilization the pins were difficult to remove from the collet. Upon the MFR's eval it was found that the coating inside of the collet had worn.

Manufacturer narrative:
The device was returned to the MFR and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if additional info from the investigation is received.